Event description:
It was reported that the surgeon attempted tp insert an aa4204vf silicone plate lens and the lens was torn while advancing in the cartridge. The lens was not implanted, but the cartridge touched the pt's eye. There was no pt injury.

Manufacturer narrative:
Info anticipated, but unavailable at this time.